Event description:
A theatre sister reported that there were vacuum issues towards the end of a cataract procedure. There was no impact/harm to the pt and surgery was completed during the same procedure with a 5-10 min delay.

Manufacturer narrative:
The company rep examined the system and no problem was found. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).